Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department for congestive heart failure and the patient's right atrial (ra) lead exhibited atrial undersensing. It was also noted that the lead had chronic low p-waves. The ra lead remains in use. No further patient complications have been reported as a result of this event.